Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) results, for two patients, involving the access® accutni reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. This report is one of two referencing the patient on the event date noted. An initial result of 0.28 ng/ml was obtained and released to the hospital. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the same instrument, produced lower results of 0.012 and 0.013 ng/ml, within the normal reference range of the assay. An amended report of 0.012 ng/ml was issued to the hospital. The patient's sample was collected in a serum tube and centrifuged at 4,000 rpm (rotations per minute) for five minutes, at room temperature. The sample was analyzed from the primary tube. All system parameters, including quality control, calibration curves, and system checks, were performing within assay and instrument specifications at the time of the event. No sample integrity issues were observed by the customer. The instrument was in operation.

Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00211.